Manufacturer narrative:
The device history record (DHR) for lot 2306208964 was reviewed and no anomalies related to the reported issue were observed. Two devices were received for evaluation and the reported condition was observed in one of the received samples. A definitive root cause could not be determined. Based on this information, no corrective actions are warranted at this time. Manufacturing personnel were notified of this complaint for awareness and all information received will be used for tracking and trending purposes.

Event description:
The customer reported that the edge of the suction tube was missing. Additional information was received from the customer and stated that at the customer end, they opened the individual package for use. During use, they noticed that a part was missing. They checked the package for any missing part left, however, there was no part inside the package. Hence, it is considered the product was initially missing a part and packed as incomplete. The issue was noticed during operation; there was no patient injury reported.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.